Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced a puncture hole in the vagina by the "introducer" after undergoing transobturator taping.